Event description:
It was reported that balloon rupture occurred, the 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. A 5.00mm/2.0cm/50cm peripheral coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation for 30 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.